Manufacturer narrative:
Date sent to the FDA: 01/26/2021. H6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device lot number am9436, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: an unopened sample of product code w9932, lot # am9436 was returned for analysis. The complaint sample was not received for evaluation. An unopened sample was examined for visual defects. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding former. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture or surface could be observed. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there any changes to pre-op cleansing products or procedures? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If yes, what were the results? Was medical intervention provided to the patient for the post-op infection? If yes, please describe. What suture was used to re-suture the patient? Other relevant patient history/concomitant medications. If applicable, is the device available for return; follow-up, tracking number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there any changes to pre-op cleansing products or procedures? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If yes, what were the results? Was medical intervention provided to the patient for the post-op infection? If yes, please describe. What suture was used to re-suture the patient? Other relevant patient history/concomitant medications. If applicable, is the device available for return; follow-up, tracking number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent upper limb trauma surgery on (B)(6) 2020 and suture was used to sew the skin. After three days post-op, the patient suffered from post-op infection, and re-operation was performed to change with another suture. The patient is reported to be stable now. Additional information has been requested.